Event description:
Impella cp device began to alarm "motor current to high", "retrograde flow", and "loss of power". He was returned to the cath lab for a successful exchange of impella cp via right femoral artery. Clinical support and local rep were made aware. FDA safety report ID# (B)(4).